Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of calibration and sensor issues on their insulin pump. The patients' blood glucose level was 40mg/dl. Customer states running on treadmill for an hour, possibly contributing to the low blood glucose level. The customer states that due to events going on at the time, a delayed calibration entry occurred. Customer was advised to enter information correctly, on time, and to monitor pump.